Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: deflation/use error : observed, one opening assessed as surgical damage. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side implant exchange with no complaint against the device. Healthcare professional later reported "hole caused by deflation using 18g needle." The device has been explanted and replaced.

Event description:
Healthcare professional reported, right side implant exchange with no complaint against the device. Healthcare professional, later reported, "hole caused by deflation using 18g needle". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, use error.